Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open low anterior resection procedure, small bleeding was observed but, it was not sure if it came from the staple line. A drainage was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open low anterior resection procedure, less than 500cc of bleeding was observed but, it was not sure if it came from the staple line. There was no product issue experienced during the surgery and there was no issues found during the leak test. A drainage was done to resolve the issue.